Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that medication was unable to be delivered with 10 bd nano¿ ultra-fine¿ pen needles. There was no report of patient impact.   The following information was provided by the initial reporter: it was reported by the consumer the pen needles clog during the injection.